Manufacturer narrative:
It was reported that the switch would not turn off. Upon, examination, we discovered that a resistor shorted on the circuit board. The flame-retardant switch housing contained the event properly. At our request, the manufacturer of the switch has enacted several CAPA projects to improve the quality of the switch. The occurrence of board component failure has dropped significantly in the past 12 months.

Event description:
It was reported the switch would not turn off.